Manufacturer narrative:
The pump was returned with the driveline cut approximately 1.5 inches from the pump housing and the severed portion of the driveline was also returned. Examination of the driveline found an area of breakdown in the metal braided shielding approximately 7 inches from the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the yellow wire at this location. The breach appeared to be consistent with fatigue damage due to repetitive movement of the wire at this location. As a result of the insulation breach, the underlying yellow wire conductors were exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding while the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient underwent a heart transplant due to a suspected internal electrical short of the driveline. No additional information was provided.